Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple buttons on the keypad are sticking ( up, down and ok buttons). The reporter does not know how long the keypad has been intermittently responding, but estimates between 1 week and 1 month. The pump is worn in a pocket and is not cleaned. No tears or peeling of the keypad are noted and the reporter is still able to use the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.